Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "resistance in primary biopsy channel" involving pentax model ec34-i10l/serial (B)(4). No further information was provided. The device was returned to pentax. Pentax service inspectional findings included: primary operation channel resistance, air/ water socket cylinder o-ring chipped, passed wet leak test, passed dry leak test. Repairs were performed on the device which included replacement of the following components: o-rings and seals, distal end assy with tubes, bending rubber, angle wire assy, adjusting collar. The device was shipped back to the customer on 07/16/2021.